Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in thresholds and impedances a few months prior, and have remained steady since. The lead alert was reprogrammed, and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).